Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was inoperable and experienced pain at the ipg site. In turn, surgical intervention was undertaken wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Correction: b3 - date of event.